Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to report if the malfunction reappears.